Event description:
It was reported that pump issued occlusion alarms on multiple occasions, although alarm details could not be verified in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer resolved events by changing infusion set and cartridge and then resuming insulin, reported no ongoing occlusion problems, and case was closed by technical support with no further assistance requested.